Manufacturer narrative:
Date of event is an approximate. Refer to manufacturer report #3004209178-2018-27716 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's device is at end of service (eos). The patient had a fall. There is an allegation/dissatisfaction with the ins longevity. Patient says they don't know who their managing physician is as they just moved to a new area, but was referred to a facility, and will call them regarding this issue. Patient says on (B)(6) they had this funny feeling in their head and it went down through their left side. They became weak on the left side and couldn't control their speech and started tingling really bad and their left arm started shaking and they have pain in their left shoulder and they went to the emergency room because they thought they had a ministroke but they didn't see any bleeds in the brain and said either they had a ministroke, which they don't feel like they did, or the device malfunctioned. Patient says this is still happening. Patient says that she checked her device today and saw it said eos. Patient says she had a fall around (B)(6) and then they also said they fell 3 times in the last 3 weeks. Patient says only one of her ins units shows eos and the other one says on, ok. No further complications were reported or anticipated with this event.